Event description:
Email received from rn. Pt has defective filter: filterset 0.2micron baxter lot # (10)r16k30114, product # 2h5660. No side effects from defective filter. Pt received infusion. No missed infusions. Dose or amount: 18 mg, frequency: every week, route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: mucopolysaccharidosis, tv.